Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned for analysis. Device analysis revealed that the stent found proximal stent damage with stent struts lifted and pulled distally. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. The tip damage is consistent with the tip making contact with a resistance. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
Reportable based on device analysis completed on 31may2019. It was reported that crossing difficulties occurred. The target lesion was located in right coronary artery. A 32 x 2.25 promus premier ous mr drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status is stable. However, returned device analysis revealed proximal stent damage.